Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user had no auditory stimulation from the device in any channel, only tactile sensations with high charges. A CT scan done after the implantation surgery showed a partial insertion in the basal spira, with 2 to 3 channels out the cochlea; the incomplete insertion was confirmed by the implanting surgeon. During the implantation surgery a flex28 could not be inserted and the concerned compressed array was implanted instead. A more recent x-ray showed no insertion or not enough insertion of the electrode. The cochlea does not present ossification or malformation. The user was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report an incomplete insertion has been achieved during implantation surgery, most likely due to device unrelated surgical/clinical reasons that could not be determined by pre-operative assessment. The reported lack of benefit appears to be due to the reported insufficient insertion depth and to a possible further migration of the electrode. During investigation the device operates within specification. Damage found during investigation is most likely related to the removal surgery. This is a final report.

Event description:
The user had no auditory stimulation from the device in any channel, only tactile sensations with high charges. During the implantation surgery a flex28 could not be inserted and the concerned compressed array was implanted instead. The user was re-implanted on (B)(6)-2018.